Event description:
It was reported "after a few counterpulsations, the machine stopped and displayed an error indicating a possible kinked catheter or a balloon that was not inflating correctly. After verifying that all connections were indeed correct and that the balloon was properly positioned under fluoroscopy, I restarted the counterpulsation, but the same error was reported again". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after a few counterpulsations, the machine stopped and displayed an error indicating a possible kinked catheter or a balloon that was not inflating correctly. After verifying that all connections were indeed correct and that the balloon was properly positioned under fluoroscopy, I restarted the counterpulsation, but the same error was reported again". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".